Event description:
During a hysterectomy & anterior/posterior repair, the conmed pencil was laying on the abdomen and self-activated causing a superficial linear burn, 1/2 to 3/4" long, left of midline. Silvadene cream was applied.